Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an alleged over infusion. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of an over infusion was not confirmed during a review of the logs or replicated during testing of the suspect pump modules. ¿ thorough laboratory testing performed on the suspect pump modules found the pump modules performing within specification and having no errors or malfunctions. ¿ during testing there were no observations of unregulated flow. Set loading and unregulated flow testing observed no issues. ¿ inspection of the suspect pump modules both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issue. ¿ the facility did not provide the date or time of the event; therefore, it was determined to review the last programmed infusion in the pcu. The logs show the events from the last programmed infusion in the suspect pump module s/n (B)(6) at 2:38 pm until it was turned off at 3:27:53 pm: ¿ the pcu and pump module were powered on at 2:38 pm. The device was programmed for a secondary infusion of doxycycline with a drug amount of 100 mg, a diluent volume of 100 ml, a rate of 100 ml/hr, and a vtbi of 100 ml. The pvi was 444.407 ml, and the svi was 350.999 ml. Both infused values are accumulated totals from prior performed infusions. The secondary infusion started immediately. ¿ at 3:25 pm, the pause select key was pressed, pausing the infusion. The pvi remained at 444.407 ml, and the svi increased to 427.847 ml. ¿ at 3:27 pm, the channel off key was pressed, and the pcu was powered off. The pvi was 444.407 ml, and the svi was 427.847 ml. The unit was removed, with a total volume infused (tvi) of 357.848 ml. ¿ a review of the pcu error logs showed no records associated with the reported incident. ¿ it was observed that the pump module with s/n (B)(6) has a bezel assembly date code of february 2017. Pump modules manufactured between april 2011 and june 2017, using the plastic material fr-110, have the potential to separate at the bezel posts. Recall mms-21-4400 was issued in june 2021. ¿ it was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. ¿ the pumping mechanism of the pump module s/n (B)(6) was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of an over infusion was not identified during the investigation. The returned devices were fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a0401, g02017, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an alleged over infusion. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided.